Event description:
It was reported that during an unk procedure, there was dropping clips or the applier released two clips at the same time. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/29/2009. Information anticipated, but unavailable at this time.